Event description:
I was in severe pain on the right side where my right ovary and my right tube is and it shot down my leg. I had such severe pain that I could not walk by the end of the night and I would have a burning pain in my hip that would keep me up most nights. On (B)(6), my dr finally removed my tubes and coils and right when I woke up after surgery, I knew that the pain was gone. Essure is not something that I would recommend to anyone!